Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer lost fell and hurt his nose and consciousness. Prior to the incident, the customer stated his glucose was low and the pump was not suspending insulin delivery. The customer stated his blood glucose was 120 and the last mini bolus. The blood glucose kept going down but no more mini boluses until he reached a blood glucose of 89, then started bolusing again for 35 min, then it stopped and he suspended delivery and kept occurring, when he lost consciousness and fell and hurt his nose. The customer stated it was unknown if it was due to low blood glucose or low blood pressure. The customer was advised to calibrate more often and was advised on the suspend option in auto mode. The insulin pump will not be returned for analysis.